Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation.

Event description:
Related manufacture reference number: 2017865-2020-07951; related manufacture reference number: 2017865-2020-07952. During a follow-up in clinic, there was noise noted on the right atrial (ra) and right ventricular (rv) leads which resulted in oversensing and subsequently pacing inhibition. It was suspected that there may be damage due to subclavian crush, or a connection anomaly to pacemaker header. Programming changes were performed. The patient was in stable condition.